Event description:
It was reported that the user experienced a low blood glucose event in the low 50s while using continuous glucose monitoring with a freestyle libre 3 plus and was advised by a trainer to perform a factory reset and re-scan, after which troubleshooting and education were completed and the user was able to proceed. Symptoms included asymptomatic hypoglycemia with impaired awareness. Outcomes included self-treatment with oral glucose and no reported hospitalization. Investigation included customer support troubleshooting and user re-education. Investigation of this case revealed no confirmed device malfunction and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.